Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., UDI no,) d.6a (date of implant), g3, g6, h2, h6, h10, h11. Corrected field: d1 (brand name), g4(PMA/510(k). This supplemental emdr represents the bard/davol ventralex mesh (device 3). An additional supplemental emdr was submitted to represent the bard/davol sepramesh ip mesh (device 2) and an additional emdr was submitted to represent the bard/davol ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol (B)(4) ip and ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: ni-ni-ni ¿ patient had recurrent umbilical hernia thereby underwent repair with implant of ventralex mesh (device 1) (note: there is no operative notes provided for this procedure in medical records). On (B)(6) 2006 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of (B)(4) ip mesh (device 2). Per operative notes, ¿through the previous scar, the hernia in the umbilical region in left lower quadrant was reduced. The prior ventralex mesh (device 1) appeared to be incorporated into abdominal tissue and a piece of (B)(4) ip mesh (device 1) was placed and secured with sutures in abdominal wall and positioned over the hernia using sutures and tacks. The fascia was closed and secured with sutures.¿ on (B)(6) 2006 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device 3). Per operative notes, ¿multiple adhesions were noted within abdomen and particularly around the umbilicus. These adhesions were taken down. The umbilical hernia was reduced and another ventralex mesh (device 2) was placed over the umbilical hernia with screws and tacked the graft to the anterior abdominal wall. The fascia was closed secured with sutures.¿ ni-ni-ni ¿ patient had hernia repair thereby underwent repair with implant of ventralex st mesh (device 4) (note: there is no operative note provided for this procedure in medical records).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st. An additional emdr was submitted to represent the bard/davol sepramesh ip. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip and ventralex st patch on (B)(6) 2006 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.